Event description:
The event is reported as: complaint alleges: "the trigger got stuck while it was depressed and therefore the tissue could not be closed properly." No pt injury reported.

Manufacturer narrative:
A visual inspection was performed. From the picture it was not observed the reported defect "the trigger got stuck," no other defects were observed. Therefore, the complaint cannot be confirmed and a conclusive root cause cannot be determined until the sample is available. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. The MFR will continue to monitor and trend relating complaints.